Event description:
It was reported by repair work order that the power cord needed to be replaced. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the power cord ground pin was damaged and the scale was inaccurate due to being out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results which determined the power cord ground pin was damaged and the scale was inaccurate due to being out of calibration,